Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed to address occlusion. Customer's blood glucose was 234-270 mg/dl. As occlusions occurred in the past, a possible cause of blockage could not be determined. Customer reverted to using another pump for insulin therapy.